Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that loss of capture and a 3.4 second pacing pause were noted while this patient was asleep. The patient was admitted to the hospital and telemetry strips confirmed noise with oversensing and intermittent pauses. The report also showed that autocapture was in suspension which could have also been caused by the noise. The device sensitivity was reprogrammed which eliminated the clinical observations. It was also reported that the lead safety switch (lss) had been triggered due to pacing impedance measurements less than 200 ohms. A revision procedure was performed and no issues were observed with the device to lead connection. Additionally, an x-ray did not identify any issues. The physician elected to replace the device and the lead as the cause of the issues could not be determined. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection noted no irregularities. Both seal plugs were intact and there were no obstructions noted in the lead barrels. Additionally, seal ring marks in both lead barrels indicate full lead insertion. The device was put through and passed the returned products test (rpt). This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Laboratory analysis was unable to identify any device issues that would have caused or contributed to the reported clinical observations.